Event description:
Ms3 pump giving "system default" error. Pt called pharmacy right away. Told pt to switch to back up pump and a new pump would be couriered to her. Pt did not experience any adverse reaction to pump malfunction. Pt will keep pump until return box sent to her. No other information known. Dates of use: from unk to (B)(6) 2017. Diagnosis or reason for use: pah.